Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the expiration dates on three (3) minicap transfer sets could not be found on the primary packaging. This issue was found before use with no patient involvement. There was no damage to the packaging. No additional information is available.

Manufacturer narrative:
Additional information provided in three (3) samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. There was no expiration date printed on the individual pouches; however, there was no requirement for an expiration date to be printed on the individual pouches at the time of manufacture. The samples met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.